Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es results (0.214 ng/ml vs. An expected result <0.012 ng/ml) from a single patient sample run on the vitros eciq immunodiagnostic analyzer. The affected result was reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the sample was retested as the physician questioned the result. The corrected result was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a customer observed a non-reproducible higher than expected vitros trop I es result from a single patient sample on a vitros eciq immunodiagnostic analyzer. There is no evidence that a reagent issue contributed to the event. An ocd field engineer performed service actions to several analyzer subsystems. Following service actions, the analyzer was returned to expected performance. There was no objective evidence that an instrument issue contributing to the event. Additionally, the investigation determined that this customer did not process samples in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Root cause of the event could not be determined. A pre-analytical sample processing issue cannot be ruled out as a contributing event.